Event description:
Distributor indicated that during their incoming inspection, one of the four twist drills delivered was "bad in the shaping process at the tip of the blade part" and they returned it. This event did not cause an adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of eval: eval results suggest that this event would not be associated with the device but rather would be related to user technique.